Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted the customer with correcting the time. Additionally, the customer experienced low blood glucose (bg) of 20mg/dl. Although requested, the customer declined troubleshooting and declined to provide additional information.